Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(6); batch: 585520. Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 17396421.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and scs leads were replaced. The reason for replacing the ipg was unknown. The patient was doing well postoperatively.